Event description:
Patient had a triple lumen with a multi-lumen access catheter (mac) introducer placed (right intrajugular) and three days after insertion, the nurse observed that there was fluid leaking from the proximal port. The nurse believed there was a crack and the physician was notified. The mac was discontinued and a peripherally inserted central catheter (PICC) was inserted in its place.